Manufacturer narrative:
Date of this submission is (B)(4), 2010. This closes out this report unless additional significant info is received.

Event description:
Consumer reports she always used (B)(4) since everyone else started using dry weave because she is allergic. She is writing to inform us about a severe allergic reaction she had to our new thermo control lining. She uses 4 to 5 pads daily due to light incontinence. During that period of time she began developing a rash that slowly spread from front to back (including her anal area). It began as a slight itching and then developed into a full blown rash with swelling, burning and intense unbearable itching. Pt is one week into the healing process but still has pain and itching.